Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with a 375cc mentor artora breast tissue expander and experienced deflation on the right side postoperatively. As a result, underwent device removal and replacement with an unspecified mentor tissue expander on (B)(6) 2019.

Manufacturer narrative:
On april 29, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, no apparent damage was observed. Additionally blue liquid inside the device was noticed and multiple attempts have been made to obtain a clarification of it. However, no additional information has been provided. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As stated in the product insert data sheet, it is contraindicated to place drugs or substances inside the tissue expanders other than sterile saline for injection since this could compromise the product integrity. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).